Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: found at bd service center: the drill has a metal disc stuck in the chuck and it is chipped and metal fragments are stuck inside the chuck. H3 other text : evaluation findings are in section h11.

Event description:
It was found at bd service center: the drill has a metal disc stuck in the chuck and it is chipped and metal fragments are stuck inside the chuck.